Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly customer did not perform air removal step prior to loading the cartridge. Customer¿s blood glucose was 268 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.